Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the basal software did not suspend insulin delivery. Customer¿s blood glucose level was 58 mg/dl. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.